Event description:
As reported by the user facility: ref # (B)(4), lot number believed to be 1l22258302. Reports nurse received needle stick, clip is deployed 1/2 way on needle. Facility needle stick protocol followed, no follow up required, but nurse is pregnant and was extremely upset by incident.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). All available information was forwarded to the actual manufacturer for further evaluation. They conducted a batch review and no abnormalities in the manufacture of the product were noted. A historical review of the customer complain database, revealed no other reports of this nature against part number (B)(4). There were no other reports of this nature against the reported lot #l22258302. No adverse trends were identified during the complaint review process. A follow up report will be provided after the inspection results are available.